Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate system rf generator and a fire hazard (sparks) occurred. It is reported that the carto 3 system interface cable was physically damaged when pulled away from the port on the smartablate system rf generator while connected to patient interface unit (piu). The smartablate system rf generator port has pins stuck in it and when it was pulled away sparks were seen at the port. The issue of sparks coming out of equipment is MDR reportable. The connector port problems is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator and a fire hazard (sparks) occurred. It is reported that the carto® 3 system interface cable was physically damaged when pulled away from the port on the smartablate¿ system rf generator while connected to patient interface unit (piu). The smartablate¿ system rf generator port has pins stuck in it and when it was pulled away sparks were seen at the port. Device evaluation details: the device was evaluated, and determined the con master module was damaged. The part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).